Event description:
Follow-up information was received on 26-jul-2017: the case was medically confirmed. Although the injecting physician was certain she was not contacted by any of her patients in the past few years with the described events, she confirmed that it seems to be possible that the patient had a chronic reaction. She suspected this was due to radiesse. In her opinion, perhaps a surgery will be helpful in repairing the patient's deformities. She did not know if immune modulators may be helpful to reduce the reaction, as this was not her area of expertise. The injecting physician suspected the events were due to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, indentation, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure . The device history record for the radiesse dermal filler could not be performed as the lot number was not provided.

Event description:
This consumer report was received from a (B)(6) consumer and concerns a female patient. She was injected with radiesse above cheekbones, on (B)(6) 2007. The healthcare professional massaged the area to disperse and shape the product after the injection. The patient's medical history included diabetes. On (B)(6) 2007, next day after the treatment with radiesse, the patient developed bruising. On the third day the patient noticed indentation, where the healthcare professional massaged the area with the fingers. She went back to the practitioner, who told her this was due to the fact that she had diabetes. During that visit, the patient was treated with hyaluronidase to dissolve the product. The healthcare professional did not take any other action. Six months later, the patient went to see another practitioner, who told her this was due to the injection technique. Three years ago, the patient noticed the cheeks gravitated down and moved right down. She also noticed holes on marionette lines, described like a spot after picking sores from chicken pox. Six months ago, the patient saw another practitioner, who used cannulas to aspirate fluid from the affected area and put her on antibiotics and steroids for six weeks. She saw some improvement. While on antibiotics, the patient squeezed a spot on the left side and expelled yellow colored puss. After cessation of antibiotics, yellow puss was no longer discharged but water was expelled upon pressing the area. The patient was told massage was going to help, so she massaged the area constantly. The right side of the face was very rigid. Sometimes, when the patient pressed her eye socket, it was very tender and she believed the pain radiated up. Throughout these 10 years, since she was treated with radiesse, the patient saw 7 practitioners, but was unsuccessful to resolve this adverse event. Due to the provided information, the outcome of the events was considered as not resolved, except for the event bruising which was considered resolved after 2 days. In the opinion of the reporter, the events the right side of the face was very rigid and eye socket very tender were of severe intensity.